Event description:
Plasma sample tested for calcium in 2007 recovered 11.5 mg/dl, same sample repeated within 15 minutes, recovered 9.3 mg/dl. Initial results were not reported. If additional info is received, appropriate notification will be provided.